Manufacturer narrative:
Correction to b5: during follow up, it was clarified that the drain line was not properly connected to the drain bag. H11: use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during dwell 2 of 4. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was reported that there was a disconnection between the drain line of the homechoice cassette and drain bag that led to this alarm. The hp did not connect lines to the correct bags, the hp disconnected supply lines and then try to connect again supply bags after priming. In addition, the hp pressed go before connecting, proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between the drain line homechoice cassette and drain bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.